Manufacturer narrative:
Further review prompted a change in the device analysis results.

Event description:
It was reported that the programmer was overheating. The company representative was able to complete the session. The programmer and radiofrequency (rf) head were returned for service. Both products were analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed uplink testing due to the cable being out of electrical specification. As a result the cable was replaced. Product ID 2090w programmer; product ID 229047 analyzer.